Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the instructions for use xience prime everolimus eluting coronary stent systems as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, 80% stenosed, mid, right coronary artery (rca). A 3.0 x 12 mm xience prime stent delivery system (sds) was advanced to the lesion and the stent implant was successfully deployed at a pressure of 12 atmospheres (atm). The stent implant was then post-dilatated with a non-abbott 3.0 x 08 mm nc balloon catheter inflated to 16 atm and then to 18 atm. Following post-dilatation, a proximal and distal edge dissection was observed. A new 3.0 x 28 mm xience prime stent implant was successfully used to cover the dissections. There was no reported clinically significant delay in the procedure. No additional information was provided.